Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump had "consistent occlusions," which was clarified during baxter's evaluation as false downstream occlusions. It was also reported there was no patient injury.